Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the patient died. In (B)(6) 2021, an index procedure was performed and implanted two synergy xd drug-eluting stents (des) and two synergy megatron des in the ostial left main artery (lm), ostial to proximal circumflex artery (cx), mid left anterior descending artery (lad), and ostial to proximal first diagonal artery (diag1). A chronic total occlusion was documented in the right coronary artery (rca). In (B)(6) 2022, the physician attempted to treat the restenosis found in the ostial cx. It was believed that the stents implanted in the ostial cx and lm were not fully expanded during the index procedure which led to the unintentional passing of guidewires through these unopposed stent struts. A 2.00 x 15mm emerge balloon catheter was advanced to the lm and into the cx where it was inflated to 10 atmospheres (atm), but the balloon ruptured. The physician attempted to remove the 2.00 x 15mm emerge but a significant resistance was encountered. The balloon got stuck in the vessel and when an extreme force was applied to remove the device, the distal half of the balloon fractured and remained stuck in the lm and cx. In order to trap and recover the distal shaft of the fractured device, a 2.00 x 15mm nc emerge balloon catheter was advanced into the lad and inflated to 16 atm. While withdrawing the inflated nc emerge balloon which was initially dragging the detached component of emerge balloon, the distal shaft of the nc emerge also fractured and was stuck in the lad. A non-bsc catheter-based miniaturized ventricular assist device was inserted to stabilize the patient but failed to sustain. Subsequently, the patient expired.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Correction to h6 device code. Corrected a150101 activation failure including expansion failures and a1702 device incompatibility to a24 adverse event without identified device or use problem.

Event description:
It was reported that the patient died. In (B)(6) 2021, an index procedure was performed and implanted two synergy xd drug-eluting stents (des) and two synergy megatron des in the ostial left main artery (lm), ostial to proximal circumflex artery (cx), mid left anterior descending artery (lad), and ostial to proximal first diagonal artery (diag1). A chronic total occlusion was documented in the right coronary artery (rca). In (B)(6) 2022, the physician attempted to treat the restenosis found in the ostial cx. It was believed that the stents implanted in the ostial cx and lm were not fully expanded during the index procedure which led to the unintentional passing of guidewires through these unopposed stent struts. A 2.00 x 15mm emerge balloon catheter was advanced to the lm and into the cx where it was inflated to 10 atmospheres (atm), but the balloon ruptured. The physician attempted to remove the 2.00 x 15mm emerge but a significant resistance was encountered. The balloon got stuck in the vessel and when an extreme force was applied to remove the device, the distal half of the balloon fractured and remained stuck in the lm and cx. In order to trap and recover the distal shaft of the fractured device, a 2.00 x 15mm nc emerge balloon catheter was advanced into the lad and inflated to 16 atm. While withdrawing the inflated nc emerge balloon which was initially dragging the detached component of emerge balloon, the distal shaft of the nc emerge also fractured and was stuck in the lad. A non-bsc catheter-based miniaturized ventricular assist device was inserted to stabilize the patient but failed to sustain. Subsequently, the patient expired.